Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and failed with perpetual rebooting. Functional testing could not be performed. The receiver case was opened for an internal visual inspection and it passed. A review of the downloaded contains no data in the logs within the relevant dates of this investigation, it has been written over. The receiver case was opened for an internal visual inspection and it passed. The ui-u1 was detached to perform a download, with no related issues observed. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.